Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-ttth and lot number 1337240, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015 patient underwent a right tka. On (B)(6) 2016 patient had a revision surgery due to tibial loosening. During the revision the tibial tray ar-503-ttth, lot 1337240 ((B)(4)) was explanted along with the tibial bearing implant ar-513-bh12, lot 113601409 ((B)(4)). Procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray ar-513-t7 (lot 10013885), stem extension ar-513-1450 (lot 10036355), and tibial bearing ar-513-bk14 (lot 113601336). Patient is male, (B)(6). Patient medical records of (B)(6) 2016 noted that over 2-3 months prior to the appointment ,patient has noted an increase in pain which is constant and diffused throughout the knee. Patient working regularly since (B)(6) which involved walking all day on concrete floors. Patient reports by end of work week he can barely walk due to pain. On (B)(6) 2016, examination of right knee revealed patient had global tenderness, ankylosis of right knee, effusion of right knee, right knee pain. Bone scan was ordered to rule out loosening.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number ar-503-ttth and lot number 1337240 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted. Device returning. Not yet received.

Event description:
It was reported that on (B)(6) 2015 patient underwent a right tka. On (B)(6) 2016 patient had a revision surgery due to tibial loosening. During the revision the tibial tray ar-503-ttth (lot 1337240) was explanted along with the tibial bearing implant ar-513-bh12 (lot 113601409). Procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray ar-513-t7 (lot 10013885), stem extension ar-513-1450 (lot 10036355), and tibial bearing ar-513-bk14 (lot 113601336). Patient is male, (B)(6). Patient medical records of (B)(6) 2016 noted that over 2-3 months prior to the appointment, patient has noted an increase in pain which is constant and diffused throughout the knee. Patient working regularly since january which involved walking all day on concrete floors. Patient reports by end of work week he can barely walk due to pain. On (B)(6) 2016, examination of right knee revealed patient had global tenderness, ankylosis of right knee, effusion of right knee, right knee pain. Bone scan was ordered to rule out loosening.